Manufacturer narrative:
The meter and strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 other text : na.

Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number (B)(6). At 2:06 a.m., the meter result was 24 mg/dl. At 2:07 a.m., the meter result was 37 mg/dl. At 4:59 a.m., the meter result was 19 mg/dl. At 4:59 a.m., the meter result was 25 mg/dl. At 8:19 a.m., the meter result was 27 mg/dl. At 8:22 a.m., the meter result was 36 mg/dl. At 11:24 a.m., the meter result was 42 mg/dl. At 11:26 a.m., the meter result was 34 mg/dl. At 11:28 a.m., the meter result was 46 mg/dl. At 2:33 p.m., the meter result was 32 mg/dl. At 2:34 p.m., the meter result was 40 mg/dl. At 2:36 p.m., the meter result was 40 mg/dl. At 5:46 p.m., the meter result was 38 mg/dl. At 5:55 p.m., the meter result was 52 mg/dl. At 7:34 p.m., the meter result was 34 mg/dl. At 7:35 p.m., the meter result was 43 mg/dl. At 8:52 p.m., the meter result was 34 mg/dl. At 8:53 p.m., the meter result was 41 mg/dl. At 9:01 p.m., the result from another accuchek inform ii meter, serial number (B)(6), was 62 mg/dl. It is unknown whether different heel sticks were used for the back-to-back measurements. Any result below 40 mg/dl is repeated by the staff per their policy.